Event description:
Staff noted burning smell and smoke coming from under counter to central monitor in ICU. Strange noise (alarm) heard. Red alert called. Supervisor, security, facilities and detail officer at station. Biomed and it called. It was determined that semiconductor in ups failed. Ups taken out of service and discoarded. New ups installed. No injury or other damage noted.